Event description:
It was reported by service report that the toprail is broken with sharp edges also preventing the side rail from latching upright. No patient involvement or adverse consequences are reported.